Event description:
It was reported that "during central line placement, introducer needle was inserted under ultrasound (u/s) guidance. When the provider went to pull back on the syringe, the provider got air bubbles mixed with blood return. After removing the introducer needle, the provider attempted to flush the needle and the syringe with normal saline. The provider had a similar finding, with air bubbles in the syringe. When flushing the saline out, fluid was expelled out the side of the needle hub, revealing a hole within the needle hub that could inappropriately introduce air into the closed system. The needle was discarded and a new cvc kit was opened. Procedure was completed with no complications to the patient." There was no report of any patient injury or adverse health consequences. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).